Event description:
Allergan's device analysis lab received lap-band port due to being "defective". F/u with the citizen medical center provided the following info: "the complaint is the band was leaking. The pt stated that when [the surgeon] would fill the port with saline, it would leak out and be empty after few days."

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be taper ii. Allergan has received that product however, that analysis has not been completed at this time. No add'l info has been reported to allergan regarding the serial number of the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."